Event description:
It was reported that during a da vinci-assisted surgical procedure that the 8mm fenestrated bipolar forceps (fbf) instrument was found to have a broken conductor wire. The procedure was completed with a backup instrument, with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition an engagement test. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was identified to the grey cable. There are no photos or videos available.

Event description:
Refer to h11 for follow-up information.